Manufacturer narrative:
Concomitant medical product: 1882tc52. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that " it broke in two. It is still in me. One of my ribs rubbed on it. It eventually fractured and pulled a part right in the middle pretty much". The pacing lead was inactivated and replaced. No patient complications have been reported as a result of this event.